Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found. We will report the occurrence of this event to overseas manufacturers, register it in domestic and overseas databases, and monitor the occurrence status in the future.

Event description:
Information received a smiths medical breathing circuits was deformed. Before opening the package, the customer found deformation in the elbow connector. No patient injury.